Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 3/7/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a 52 year old patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a c3 ez steer coronary sinus catheter, soundstar eco catheter and smart touch unidirectional sf catheter. During the procedure, the patient became hypotensive and a tamponade was confirmed via ultrasound. Pericardiocentesis yielded 510 cc and the tamponade resolved. Chest compressions were administered in response to bradycardia and hypotension. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for monitoring. Although initially, the adverse event was considered life-threatening, the patient left the procedure room in stable condition and without the need for surgery. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. After that, deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor of the catheter was tested on carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown.

Manufacturer narrative:
Steer coronary sinus catheter or possibly the soundstar eco catheter may have caused the injury in the right ventricle. The c3 ez steer coronary sinus catheter was in the coronary sinus and the soundstar eco catheter was in the right atrium, near the tricuspid valve, when the adverse event was detected. It was noted that the patient was receiving isoproterenol throughout the procedure to induce pvcs and the physician indicated that it is possible that the c3 ez steer coronary sinus catheter or the soundstar eco catheter could have caused a perforation in the right ventricle during this process. Although the time of injury is unknown, based on the substantial size of the tamponade, it was suspected to have occurred earlier in the procedure, during mapping or ablation. No transseptal puncture was performed, as ablation catheter was placed in the left ventricle via retrograde aortic access. Ablation catheter sheath was a cordis avanti+ 8 french. Coronary sinus catheter sheath was a cordis avanti+ 7 french. Ultrasound catheter sheath was a cordis brite tip 10 french. Generator parameters at the time of injury included power control mode, temperature cut-off of 40 degrees celsius, and impedance cut-off of 250 ohms. Generator settings at the time of injury were not reported, as time of injury is unknown. Generator settings for the last radiofrequency session included power at 30 watts (not titrated), average temperature of 26.7 degrees celsius, and impedance of 125 ohms. Overall ablation time was 4 minutes and 15 seconds. Last ablation cycle time prior to the tamponade being detected was 1 minute and 41 seconds. Irrigated catheter flow was set on 8ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time (act) of 250-300 seconds at the time the procedure ended. Act goal throughout the procedure was 300-400 seconds. There is no information regarding shaft proximity interference value. Smart touch unidirectional sf catheter was in fairly close proximity to the c3 ez steer coronary sinus catheter. Smart touch unidirectional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. We will conservatively report this event under c3 ez steer coronary sinus catheter, soundstar eco catheter and smart touch unidirectional sf catheter. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17592812m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: non biosense webster - cordis avanti+ 8fr / model: catalog:504-608x. Non biosense webster - cordis avanti+ 7fr / model: catalog: 504-607x. Non biosense webster - cordis brite tip 10fr / model: 401-023m. (B)(4).

Event description:
It was reported that a (B)(6) patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a c3 ez steer coronary sinus catheter, soundstar eco catheter and smart touch unidirectional sf catheter and suffered a cardiac tamponade (requiring pericardiocentesis) and cardiac arrest (requiring cardiopulmonary resuscitation). During the procedure, the patient became hypotensive and a tamponade was confirmed via ultrasound. Pericardiocentesis yielded 510 cc and the tamponade resolved. Chest compressions were administered in response to bradycardia and hypotension. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for monitoring. Although initially, the adverse event was considered life-threatening, the patient left the procedure room in stable condition and without the need for surgery. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that it was initially suspected that the ablation catheter caused a perforation in the left ventricle, most likely during the ablation phase, since ablation had just recently been initiated. However, pericardiocentesis yielded what appeared to be mostly venous blood, leading the physician to believe the injury may have been in the right ventricle. This then led the physician to suspect that the c3 ez